Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. (Usm) was replaced due to repeat customer facing communication errors during force feedback instrument installation. The unit was returned for failure analysis, and the reported issue was confirmed and replicated. The field error logs confirmed that the unit triggered several 22035 instrument communication errors pointing to the carriage. A visual inspection did not reveal any signs of contamination or damage related to the reported problem. The unit was tested on the in-house system, where it triggered the 22035 error when the instrument was attached. It was then tested on the pftp, where it failed the isf pogo pin test and the one-wire instrument test. The acci pca was replaced with a test unit, but this did not resolve the error. The original acci pca was returned, and the accl pca was replaced to see if this would fix the issue. When the accl was replaced, the unit could no longer detect the acci. Both the acci pca and the accl pca were replaced with gold units, and the unit was able to recognize instruments without any issues. Based on these findings, failure analysis concluded that the acci pca and the accl pca were the root causes of the reported problem.

Event description:
It was reported that universal surgical manipulator (usm) was replaced due to repeat customer facing communication errors during force feedback instrument installation. There was no report of patient involvement or patient injury.